Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic subtotal gastrectomy. According to the reporter: the surgeon fired this gia stapler with the dlu, and then noticed that the plastic tip at the distal end of the anvil fork was missed. They were not sure if the piece fell into the cavity because it was not found after the case was over. There was no additional bleeding, no tissue trauma, and operating room time was not extended over 30 minutes. No pt injury was reported.